Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during positioning of the embolization coil, the coil detached in the catheter without use of the controller. Both segments of the coil were removed in their entirety with the catheter. There was no reported intervention or patient injury. The patient was reported to be doing good.

Manufacturer narrative:
The implant was returned for analysis still attached to the pusher. The pusher appeared in a good condition, with the hdpe still secured to the proximal section. The implant was noted to be attached to the pusher with sufficient tension, but was stretched beyond the tie-knot section for few revolutions in the proximal section. The distal section was still close wound and retained its shape. The strain relief on the pusher side was noted to be compressed, damaged, and slightly bent. Based on the reported details and investigation findings, the complaint of a broken implant could be not be confirmed; the implant was noted to be stretched and attached to the pusher with sufficient tension. The exact root cause of the stretched coil is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded the maximum strength specification.